Event description:
It was reported that during a laparoscopic ascending colectomy, all staples closest to the cut line of the right side were unformed at the 1st firing when the device was used on the colon. The other staples were formed properly. The unformed staple line of the 1st firing was resected and additional suture was performed. The doctor wanted to check if the same event would occur at the next firing, so the same device was fired with the 2nd reload. However, since the device clamped a forceps alis, the firing stopped on the way. Then, the staples of the same line of the 1st firing were unformed as well. The staple height was blue at each firing. A similar device was used to complete the case instead of the initial device. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? ---yes. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? ---yes. Was the rep present for this case? ---no. Was the cartridge loaded with the retaining cap on? ---no information. Was there an attempt to load the cartridge proximal end first (like en endocutter)? ---no information. Did anyone move the firing knob to the left or right after loading the device but before firing? ---no information. Was buttressing material utilized? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no information. Was there any difficulty removing the device from the tissue? ---no. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? ---malformed. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? ---no information. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? ---no information. If the device locked out, did it lock out on tissue or prior to use on tissue? ---no. Was the firing to close an ostomy?---no. Is a pathology specimen available? ---no information. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) ---no information. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? ---no information. How long has the surgeon been using this device for this procedure? ---no information. What predicate device was used by the surgeon? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information.

Manufacturer narrative:
(B)(4). Incomplete/interrupted cycle. The analysis results found that the device was received in good visual conditions and with two cartridges reloads present. The reload b was fully fired. The cartridge reload c had the proximal 60 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. For additional information, please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper shape. A batch record review was performed and no anomalies were found during the manufacturing process.